Manufacturer narrative:
E1 - initial reporter facility name: encompass health rehabilitation hospital of the mid-cities a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was drawer failure & srm lock loose. The field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed with smart remote manager lock issue. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.